Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's waist pack was believed to have interfered with the patient's automated implantable cardiac defibrillator (aicd). The aicd was interrogated during a clinic visit and was found to have been repeatedly turned on and off. The facility re-educated the patient on precautions related to the use of the waist and shoulder packs. There was no reported patient injury as a result of this event. At the time this complaint was received it was classified as a complaint that did not require an investigation, therefore failure analysis was not conducted. The most probable root cause for the reported "magnetic interference" event can be attributed to a combination of the patient waist pack design and user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the heartware waist pack and the heartware shoulder pack contain magnetic closures. Patients with an internal cardiac defibrillator (ICD) or pacemaker should keep the pack away from their chest and should not sleep with the pack to avoid proximity to the ICD or pacemaker. The patient pack without magnets should be used when sleeping. Per pacemaker and ICD manufacturer guidelines, magnets should be kept at least 6 inches (15 cm) away from the pacemaker or ICD. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that magnets in the patient's waist pack are believed to have interfered with the patient's automated implantable cardiac defibrillator (aicd). The patient stated that he was playing video games with his chest leaning toward his knees and heard beeping from his aicd. The aicd was interrogated the next day, (B)(6) 2014, during a clinic visit and was found to have been repeatedly turned on and off. The facility believes that the magnets in the patient's waist pack were causing the aicd to be turned on and off. The facility re-educated the patient on precautions related to the use of the waist and shoulder packs. There was no reported patient injury as a result of this event.